Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked on lcd controller. The pump was unable to perform displacement, rewind, seating and basic occlusion due to flashing white lcd display. The pump was received with scratched case. (B)(4).

Event description:
The doctor reported via phone call of display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump has been without battery for the last 9 days. The customer inserted a new battery and the pump screen was blinking black and white. The customer did not have any error message appear on the screen before. The customer was not able to navigate to the screen using the buttons. The insulin pump will be returned for analysis.